Event description:
It was reported that during an endoscopic mucosal resection, when the single use ligating device was opened and applied to the base of the polyp, the handle¿s spring came out while closing and got stuck. The physician could not deploy the loop and it had to be cut off the polyp with a cutter. The procedure was completed with another loop; no patient health impact was reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously reported legal manufacturer's final investigation. Additionally, to provide correction with information inadvertently left out (g2, h3, and h6 type of investigation) and to provide a correction to (device history record (DHR), h6 investigation finding and h6 conclusion). The subject device was manufactured on (B)(6) 2023 based on the provided 3 digit lot information "3xk". However, the exact manufacture date is unknown. The device was evaluated by olympus, and the wire was found broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to one of the following: mechanism 1: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 8) the slider was forcefully operated in state of ¿7¿ description causing the operation pipe of the slider to deform and break. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, the root cause of the reported event could not be determined. Correction to the previous report h6 investigation finding as code 150 was incorrectly selected and h6 investigation conclusion code 19 incorrectly selected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by not following the instructions for use about how to use the device or stress that caused the device to deform and break. The events can be detected/prevented in accordance with the following instructions for use: ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument. ·straighten out the portion of the instrument that extends from the biopsy valve. Olympus will continue to monitor field performance for this device.